Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation, and the following was observed: balloon radial and longitudinal burst confirmed, flex shaft and balloon shaft was cut. Distal portion of the flex shaft was not returned, and no missing balloon material. Dimensional testing was performed on the returned device. Single wall thickness of the inflation balloon was taken along the edges of the burst location, and all measurements taken of the balloon single wall thickness met the specification. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed by visual inspection of the returned device. As reported, 'it was a case of a 23mm sapien 3 ultra thv in aortic position by transfemoral approach. During inflation of the valve, the balloon burst. Valve had to be postdilated. Devices were removed safely, no other device was damaged. Implant result was great and patient was well after procedure.' Further follow up information indicated that the degree of calcification of the native annulus was normal, not presenting neither spikes nor big calcifications, suggesting that some calcification was present. While the balloon is sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, there are extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. Due to limited information, a definitive root cause was unable to be determined at this time. However, patient factors (calcification) may have contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards norway affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the balloon on the commander delivery system burst during valve deployment. The valve was post-dilated, and the devices were removed safely. There was no other device was damage observed. The implant result were great, and the patient was well after procedure.

Manufacturer narrative:
Investigation is still ongoing.